Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user reported device contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: d4, d8, h2, h3, h4, h6, h11 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The device was tested negative by olympus. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on a-rubber has foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: in general, damages or defects (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. After reprocessing and repair by olympus, the hmi results are negative. The most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.